Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Blood glucose (bg) level was 200 mg/dl. A new cartridge was successfully loaded to address the event.

Event description:
Blood glucose level was 215 mg/dl.